Event description:
Patient reported that she was walking in her home when the cane "gave way" causing her to fall to the floor. She was able to stand on her own and saw that the cane was bent at one of the adjustment holes. No injury occurred.